Event description:
In 2009: began wearing nightguard each night. At approx one month: vague flu-like symptoms appeared (achiness, joint pain, mild headache, fatigue). In the next day: realized strange odor (chemical smelling) coming from nightguard even with daily brushing with toothpaste. About 4 days later: flu-like symptoms still present; discontinued wearing night guard. Two days later: symptoms gone. Soaked nightguard all day in mouthwash as directed by dentist. At about 5 days later: re-started wearing nightguard each night. Next day: vague flu-like symptoms re-appeared. Two days later: d/c'd wearing nightguard. At one week later: symptoms stopped. Dose or amount: 1 nightguard (made by dentist). Frequency: worn nightly. Route: oral 004. Dates of use: #1 2009. #2 2009. Diagnosis or reason for use: bruxism (teeth grinding). Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.